Event description:
The jade otw .018" 200cm (percutaneous transluminal angioplasty) pta balloon was used for treatment of 99% stenosed, heavily calcified, in-stent restenosis (isr) lesion in superficial femoral artery (sfa) via radial access 6fr guiding sheath was in use. The non-csi/non-abbott atherectomy catheter had difficulty tracking on the viperwire advance guide wire with flex tip but atherectomy was able to be performed on the isr lesion. There was no allegation of malfunction against the viperwire. The viperwire and non-csi/non-abbott atherectomy catheter were removed. The jade otw balloon was advanced over the non-csi/non- abbott workhorse frontline guide wire into the isr and inflated at sixteen atmospheres (atm). The nominal pressure is fourteen atm and the bursting pressure is eighteen atm. During inflation, the patient bent their leg that was being treated. The balloon burst. The burst balloon had three components. The major part was attached to the catheter and was removed along with the second part. Cine angiographic imaging and fluoroscopy revealed the third component remained in the right brachial artery. Mechanical aspiration was attempted via radial access to snare the fractured component but failed. Mechanical aspiration was then attempted via femoral access which also failed. A technique using a non-csi/non-abbott catheter also failed to retrieve the fractured component. The procedure was aborted, and the patient was sent to hospital for surgical removal of the fractured component. The third component of the fractured part was successfully removed at a different facility. The patient was stable.

Manufacturer narrative:
Manufacturer report number: 3003775186-2024-00178 (B)(4).

Manufacturer narrative:
Updated fields: b4, f6, f8, h11 correction: f10 (impact code-f). F6 represents the aware date of the corrected information. Csi ID: (B)(4).